Event description:
It was reported by the patient that she feels painful stimulation in her throat and neck that corresponds with vns on times. This issue was noted to begin two weeks post implant when the device was first turned on. The patient was evaluated by an ent and was diagnosed with left vocal cord paresis that occurs during vns stimulation. In response to these adverse events, the patient's device was temporarily disabled. Diagnostics for the device are within normal limits. No other relevant information has been received to date. No known surgical intervention has been taken to date.